Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.